Manufacturer narrative:
As reported, fluid leakage was noted inside of the bard/davol hydrosurg plus battery compartment at the end of the case and the device was hot. The subject product was returned for evaluation. Visual examination identified corrosion of the internal components, which was due to fluid ingress into the motor housing. Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the root cause for the issues experience by the user are determined to be manufacturing related.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, the bard/davol hydro-surg irrigation device was leaking from the motor housing. It was reported that, the fluid was coming through the suction irrigator where the power with the batteries are located. The or staff reported the unit was hot to the touch. There was no reported patient/user injury.